Event description:
It was reported that failure to advance was observed. The patient had significant scoliosis and severe tortuosity of the thoracic aorta. Pre-balloon aortic valvuloplasty (bav) was performed with an 18mm non-bsc balloon. A 25 mm lotus edge valve was then advanced within the patient. Due to the patient's challenging anatomy, the lotus edge valve system could not be delivered across the aortic annulus. The guidewire was exchanged and a buddy wire was utilized in an attempt to advance the lotus edge valve. A second bav was performed with a 20mm balloon. The lotus edge valve remained unable to advance. The procedure was abandoned. There were no patient complications reported.